Event description:
The patient received his scs system consisting of a neurostimulator receiver and paddle lead. It was reported that around (B)(6) 2008 the patient ceased to receive stimulation. The physician explanted and replaced the receiver with an ipg on (B)(6) 2008. The explanted receiver was discarded by the hospital and not returned to ans for evaluation. The lead was retested intraoperative and found to be functioning so it was not replaced. Following the procedure the patient was receiving stimulation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.